Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) had occurred gas loss alarm. There was no harm or injury reported to the patient.

Manufacturer narrative:
Updated fields - b4, d8, d10, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Despite of 3 gfe's raised, customer has not provided hcpo. No repair information available. In future if we receive any repair information will reopen and update the investigation.